Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited increased pacing impedances, noise, and oversensing on the right ventricular (rv) lead, which resulted in inappropriate anti-tachycardia pacing (atp) and shock. The noise was reproduced with isometrics and a chest x-ray was performed. There was no anomalies noted on the x-ray. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. The ICD system remains in service. No additional adverse patient effects were reported.